Event description:
Patient was in process of use of haemonetics 30+ blood processor (ce 1570) and blood warmer (ce 1917); american pharmaseal co. Patient delevoped hemodynamic problems with blood pressure which was initially thought to be hypovolemia. The patient continued to have problems with volume expanders so imre was called. The clinical specialist was asked by our staff if this could be an interaction with medication. At this point our staff was informed by imre of a known problem with ace inhibitors; a faxed information was sent. No prior notification had been received by the dialyis unit nor to clinicans according to the attending physician of the patient. This physician is concerned about the notification of a potential hazard and the warning issued to clinicans. Our patient was stable at discharge of treatment but was readmitted later that same evening with complications of a critical nature.the patient was on vasotec which is not on the faxed sheet provided 5/11/93. Had proper notification been received of a potential known problem then proper implementation and care could have been organized.the amount of notification is of concern. On the recent shipment of columns, a notation was included under contraindications. An alert of some type would have been noted. The attending physican stated that he was unaware of this complication and was concerned about the notification to users of this column.of note is that we had a prior problem (0001) this year with a column from the same lot number and shipment.we are inclosing the notifications sent with the second shipment as well as the notification of the shipment of this column.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inadequate quality assurance, telemetry failure, related to another drug/device. Conclusion: user error contributed to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided, other. The device was destroyed/disposed of.